Event description:
During evaluation of a returned homechoice machine, an overfill was discovered. In the therapy session started on (B) (6) 2008, drain 5, the home pt's ultrafiltration (uf) reading was 653ml. The uf indicates that the home patient (hp) drained 653ml more than the programmed fill volume of 1900ml for a total drain of 2553ml. The home pt's nurse confirmed there was no pt injury or medical intervention associated with overfill. The nurse stated the home pt has switched to hemodialysis due to inadequate dialysis. No additional info provided.

Manufacturer narrative:
(B) (4). The homechoice machine was received and evaluated. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The probable cause of this overfill was determined to be insufficient drain/false empty detect and user error, initial drain alarm setting inappropriately programmed too low, and/or insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold, and/or insufficient drain. The device will be routed to the service area.